Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pocket revision due to infection. The device remains implanted. There were no complications to the patient.